Event description:
Lap chol - "surgeon placed 2 clips on the cystic duct, went to the place the next clip on the artery but noticed the clip fell out of the cartridge. No correct clip closure and dropped clips. Dropped clips were retrieved." Pt status: no pt injury.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.